Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6). The complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had an advantage fit retropubic tape implanted on an unspecified date. On (B)(6) 2021 the patient underwent full removal of the device due to mesh exposure and chronic pain. Boston scientific has been unable to obtain additional information regarding the event or patient outcome to date, despite good faith efforts.